Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed two infusion sets prior to contacting tandem system support . System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 137 mg/dl.